Event description:
Article stated a (B)(6) female pt presented with ocular pain, blurred vision, eyelid swelling, and foreign body sensation in the right eye. Pt was initially mis-diagnosed and treated for possible viral keratitis due to (B)(6). Pt did not respond to treatment and six weeks later, corneal scrapings were positive for (B)(6). Pt was treated with chlorhexidine, propamidine, and cycloplegic eye drops which resulted in significant improvement. Pt followed treatment for three months and possibly to continue for a year. Upon questioning, the pt stated used tap water to "wash" the lenses and her own saliva to moisten them. The lenses and lens case were approx 10 yrs old.

Manufacturer narrative:
The product was not returned for eval. The lot number is unk. The article noted that the pt did not fully comply with proper lens care maintenance. Based on all info, no causal factors can be determined and no conclusion can be drawn.